Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis with high blood glucose levels. The customer did not provide information on the hospitalization and did not provide their blood glucose level at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. Customer stated that the insulin pump did not alarm because they did not have the sensor on at the time they were charging it. The customer did not troubleshoot and did not send the product back for analysis.